Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from the patient line extension set, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. This occurred during drain one of peritoneal dialysis therapy. During the troubleshooting, it was reported that the patient line extension of the homechoice cassette leaked. Renal therapy services (rts) had the patient disconnected from the machine. The patient would restart the set up with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.